Event description:
Device diagnostic testing at office visit resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunction. Previous device diagnostic testing performed approximately 6 months prior was within normal limits, indicating proper device function at that time. The patient has experienced a >5% decrease in seizures with the vns therapy. Review of x-rays revealed that the top, negative lead pin may not be fully inserted into the generator. The patient's family is considering revision surgery.